Event description:
It was reported that a shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was advanced to treat the lesion during a percutaneous coronary intervention (pci) procedure. The physician attempted to inflate the balloon but was not successful. Upon removal, it was noticed the mid shaft of the balloon was fractured in two pieces. The procedure was completed with a different device. No patient complications were reported.